Event description:
It was reported that customer observed small air bubbles and gaps in tandem mobi cartridge during pumping while still experiencing issue at time of call. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of room temperature insulin, performed air removal with fill rod, and confirmed that large air bubbles and gaps no longer existed after troubleshooting, and customer was able to resume insulin therapy with understanding of guidance provided.

Manufacturer narrative:
In use at the time of the event:cgm model: g6mobile os: ios / ios_iphone 12 pro max / 2.4.2 / ios_16.5.1.